Manufacturer narrative:
Device evaluation is ongoing, and results will be sent in a supplemental report.

Manufacturer narrative:
G4: 510k, UDI section of d4 is unknown, no product information has been provided to date.d4: expiration date and h4: manufacture date are unknown, no lot number was provided.h3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that fluid was observed in the patient's bed, and was found to be coming from the chest tube site. On inspection, the stopcock was be observed to be bent at the connection site, proximal to chest tube. There was no patient harm.

Manufacturer narrative:
One assembly was returned for evaluation. Visual inspection confirmed reported problem of bent male port on stopcock "c" port. Force applied to the stopcock connection caused the bent male luer port connection on the stopcock "c" port.